Manufacturer narrative:
With the new information received, this file is not reportable. There will be no further reports sent in. (B)(4).

Event description:
New information received by the customer stating the only issue with the handpiece was that it was defective, it was not overheating.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece overheats. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.